Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a light guide that was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image was displayed due to a damage on the charged coupled device unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6) added. The device was returned and evaluated, and the customer¿s allegation was confirmed due to a damage on the charged coupled device unit. Additional evaluation findings are as follows: the grip and insertion tube rotation ring had a scratch, the circuit board unit in suction-connector had a discoloration due to water leakage, no electrical continuity due to corrosion on the distal end, insulation resistance value did not meet the standard value due to corrosion on the connecting tube, connecting tube does not rotate smoothly due to a damage on the insertion tube rotation ring, the light guide bundle was slipping down and the distal end was not secured due to the adhesive peeling of the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.